Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii devices failed to load properly as the seals remained inside of the loading devices. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #: 2242352-2013-00847 for the related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed signs of clinical usage and there was a significant amount of blood on the delivery device, inside of the delivery tube, and on the seal. The loading device was not returned. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal was completely unraveled. The green slide lock was unlocked and the white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for failure to deploy. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).